Event description:
It was reported that during a routine follow up visit, the left ventricular lead was suspected to have dislodged. On (B)(6) 2013 the lead dislodgement was confirmed. On (B)(6) 2013 the lead was successfully repositioned. The patients condition was reported to be -ok- after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.